Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 29.9 mmol/l. Customer did not require any medical intervention as she was not affected by such high values, she was able to bring it back down again without issue. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.